Event description:
The accounts biomed stated that the bed has no head down unless he uses CPR, then the head section goes right back up unintentionally.

Manufacturer narrative:
The biomed isolated the issue to a stuck button on the patient's right siderail circuit board. He replaced the circuit board to repair the bed.